Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), key anatomic elements that may affect successful treatment of the lesion include significant thrombus and / or calcium at the arterial implantation sites. (B)(4).

Event description:
On (B)(6) 2018, this patient underwent endovascular repair of thoracic aorta aneurysm using conformable gore® tag® thoracic endoprosthesis. Prior to the endoprosthesis being deployed, the physician placed a stent graft (manufacturer unknown) in the left subclavian artery with a chimney technique to maintain blood flow. The conformable gore® tag® thoracic endoprosthesis was placed distal to the left common carotid artery. Intra-procedure angiography revealed that there was no blood flow to the left common carotid artery. It was reported that thrombus in thoracic aorta had shifted into the left common carotid artery and it caused the occlusion. Another bare metal stent was placed in the left common carotid artery. It was confirmed that the blood flow to the left common carotid artery was recovered. The patient tolerated the procedure.